Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately three months post implant of the device system, the patient was found unresponsive due to an unknown reason. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.